Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 4 fr dual lumen provena powerpicc was returned for evaluation. An initial visual observation showed use residue on and within the sample. The ink on the extension legs was observed to be worn and faded. A split in the extension tubing was observed near the purple luer connector hub, on the outer side of the tubing. A microscopic observation revealed the fracture surfaces of the split were rough and exhibited cracks and beach marks, which are indicative of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the catheter is separating underneath or near the hub. No other event information is available. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the catheter is separating underneath or near the hub. No other event information is available. No injury to the patient was reported.